Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to cases with patient identifiers (B)(6).

Event description:
The patient reported that the infusion set was leaking at the headset and she experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.